Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature module was not working, as the myocardial temperature was not displayed on the perfusion screen. As a result, an alternate device was employed. The customer changed the cable but they were still not getting a temperature reading. They did without that reading to finish the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00434. This complaint was confirmed by the field service rep (fsr). The fsr found the original cable was defective and from another MFR. The fsr discarded the defective temperature cable.